Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was having magnet reset. The patient will undergo an ipg replacement and lead revision procedure for an unknown reason.

Manufacturer narrative:
Product problem should have also been ticked. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's ipg was having magnet reset. The patient will undergo an ipg replacement and lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had to charge the ipg frequently. It was noted that the physician added a lead to get better coverage and the ipg was replaced to accommodate the lead. No device malfunction was suspected. The patient was reportedly doing well.

Event description:
A report was received that the patient's ipg was having magnet reset. The patient will undergo an ipg replacement and lead revision procedure for an unknown reason.